Event description:
In 2008, a patient/layperson alleged that his onetouch ultralink meter results were inaccurately high after a hypoglycemic incident in which he bolused extra units of insulin, based on the alleged readings. The customer care advocate replaced the meter and strips. This senior medical affairs specialist spoke with the patient's wife 10/6/07 and with the patient 10/9/08. Results mg/dl, correct uom. The following was alleged: the patient, diagnosed 35 years ago, has been on an insulin pump 4 months and began using the meter the first week in september. Prior to that he tested with an ultrasmart. His basal rate is 1.1 and his carb ratio is 1-37. Before a 1.5 hour drive on event date, the patient bolused after a 279 result. He does not recall if he ate. Upon arrival, he ate an early supper of 55 carbs: a big mac and 6 or 7 fries. Between 3:45 and 4:00 pm the patient was "ok". While parked in his car outside at 6:30 pm, his blood glucose was 104 and he thought he was "starting to crash". The patient ate two peanut butter crackers: 46 carbs. Fifteen minutes after eating the crackers and continuing to feel worse; the patient's blood glucose was 39. The patient unplugged his pump, then called his wife at home to inform her of his condition since everyone was at a football game. His wife advised him to find more food, and she also contacted their son who was in a nearby town. When he began to walk to the building, he became "soak and wet" and his heart was pounding. He recalls finding the kitchen and eating whatever was available. His son called 911 and also his father (who reportedly was unable to speak), advising him to walk out side where an ambulance would arrive. Upon arrival, emt asked him to test on his own meter, result 89. Because he had been eating, emt determined his blood glucose was rising. At that point, emt received a call to rush to a car accident. Assuring them he was fine, they left without testing on their own meter or treating him. A recent control solution test indicated the product was in range: 103-143, result 138. The patient alleges the meter results are inaccurately high when his blood glucose is greater than 200. He bases this on meter to other meter comparisons using different finger sticks, all of which were within the expected range of <=30%. Currently the diabetes educator/nurse and his physician are evaluating whether his night and day basal rate needs to be changed. Because the patient alleged that he obtained an inaccurately elevated blood glucose, causing him to dose extra insulin that reportedly resulted in severe hypoglycemia, the complaint is classified as an adverse event. There is no evidence the meter malfunctioned.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.